Event description:
Nurse needed to calibrate scale in bed. Gripped handles to lift bed to "zero" position from the #3 position. Before she let go of the handles, the bed dropped back down to the #6 position on its own. It pulled down on her arms causing upper body strain. Was given flexoril prescription. Next day only slight ache in muscles noted.